Manufacturer narrative:
Additional information: e1.

Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that the patient was awake before and right after the operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the programmer could not inquire the pacemaker. The physician performed a magnet test and no magnet frequency was shown. It was noted that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. 3-4 days after the surgery, the patient experienced cerebral infarction and the patient was reported unconscious. Further information was requested however, not yet provided.